Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the mildly tortuous, and mildly calcified coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation; however, after dilation was performed and the balloon deflated, balloon removal difficulties were encountered. The device was pulled out over wire and was removed intact, and no physical damage was noted with the device. The procedure was completed successfully. There were no patient complications.